Event description:
It was reported that device diagnostic testing resulted in high impedance. It was reported that the patient was sent for x-rays and that the patient had recently undergone generator replacement surgery. It is unknown if the patient's device was programmed off following the observance of high impedance. The patient was referred to surgery and underwent lead replacement on (B)(6) 2013. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.